Event description:
It was stated in medwatch report mw5146678 that patient reported "significant and verified facial fat loss."

Manufacturer narrative:
The patient requested confidentiality when they reported the event to FDA. This prevented any follow up by the manufacturer. We attempted to find a complaint matching the adverse event among the complaints received, but was unable to find. Therefore no further investigation could be performed. Decision to report is based solely on the patient's narrative in the medwatch report.